Event description:
Information received indicates the head up function is not working. The function does not work manually or under power.

Manufacturer narrative:
The technician replaced the faulty head up valve guide tube to repair the bed.